Event description:
Pt has been using machine for 7 months and it has been giving them inaccurate results. Pt stated machine is saying blpis "normal" and when oheclued on other machines. B/p is high. In 2003, pt had b/p checked at the fire dept. Pt was "not feeling well" - life source b/p read 116/79. B/p reading at the fire dept. Was 168/108.